Event description:
Health professional reported "pt came in for an unfill of 5cc due to reflux at night. On (B)(6) 2012, pt came in and was unable to keep liquids down. A barium swallow confirmed a pouch dilatation. Pt had revisional surgery on (B)(6) 2012 and was discharged same day. Recovered s/ sequelae." Device remains implanted.

Manufacturer narrative:
(B)(4). The product associated with this report remains implanted at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Pouch dilation and reflux are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pouch dilation as follows: "band slippage and / or pouch dilatation can occur." "Frequent, sever vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation." Device labeling addresses the reported event of reflux as follows: "contraindications: the lap-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." "Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures."